Manufacturer narrative:
This event occurred on an unspecified date in 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of unspecified elastomeric device had ruptured during filling with unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that the bladder of an unspecified number of elastomeric devices ruptured during filling. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.